Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the mdu-5 was received in good condition with no visible damage or defects observed. The unit meets specifications of the functional test and underwent a 4 hour burn-in without any failures detected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2013-08552; 2134265-2013-08540. It was reported that automatic pullback failure occurred. During the procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the lesion. Physician performed pullback several times but the motor drive unit failed to do automatic pullback. Setting was performed but the issue was not solved. Physician suspected there might be an interlock issue of the plastic cover for mdu. No patient complications reported.